Event description:
The event is reported as: the customer alleges that the handle does not provide light source to the blade. The blade flickers, dimming in and out. No pt injury reported.

Manufacturer narrative:
The device was received by the manufacturer, but the investigation is incomplete at the time of this report.